Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe was too small to fit into the port. An alternate laser probe was used to proceed with surgery. There was no patient involvement.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the 25ga flex-curved illuminator probe was returned for evaluation. With no additional, related information provided, the customers reported event was not able to be confirmed. The 25ga flex-curved illuminator probe was packaged on (B)(4) 2017. There were 612 paks associated with this lot. The laser probe was manufactured on june 8, 2017. There were 105 probes associated with this lot. A 25ga flex-curved illuminator was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2017 and showed no obvious nonconformity. The probe was inserted into a known good 35 ga trocar. The probe was found to fit and showed no difference when comparted to a known-good 25ga flex-curved illuminator probe. No problem was found with the returned sample. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).